Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds). Prior to the implant procedure a trivial pe was present. Several hours post procedure a transthoracic echocardiogram (tte) revealed the pe had not changed in size. Three days post procedure a follow up tte showed the pe remained trivial and the patient was discharged. Nine days post discharge the patient presented to the hospital with chest pain and a mild pe. The symptoms subsided and no further patient complications were reported.